Event description:
The catheter was filled with air and the balloon initially inflated. It was observed approximately 5 minutes later to have deflated. Upon removal, it was noted that the balloon was no longer attached, looking to have failed at all points of connection to the catheter, leaving a foreign body in the horse. The horse subsequently passed the balloon.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending.

Event description:
The catheter was filled with air and the balloon initially inflated. It was observed approximately 5 minutes later to have deflated. Upon removal, it was noted that the balloon was no longer attached, looking to have failed at all points of connection to the catheter, leaving a foreign body in the horse. The horse subsequently passed the balloon.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% leak test was conducted , and no leak product was found. An actual sample was returned for investigation. From complaint description, it was reported that "I am writing to advise of an issue encountered with a rusch gold 2 way foley catheter placed in a female horse. The catheter was filled with air and the balloon initially inflated. It was observed approximately 5 minutes later to have deflated. Upon removal, it was noted that the balloon was no longer attached, looking to have failed at all points of connection to the catheter, leaving a foreign body in the horse. The horse subsequently passed the balloon. This is a product that we commonly use and have not encountered this issue before , so I wanted to bring it to your attention given the risk of infection and impact on health from potential product retention." The description stated that this product was used on animal. According to technical file tf-m018-4 the target population for this product are for patients requiring routine drainage and/or irrigation of the bladder. The target population includes both adult and pediatric patients. This product was not supposed to use on animal. There was no sample returned for investigation , but photo received shows balloon already burst. Rusch gold 2 way 30-50ml silicone treated is sterile tube design for bladder urinary drainage for human. Furthermore, this product should be inflated with sterile water during the usage on patient. Inflated using air instead of sterile water may lead to such issue as balloon could be easily burst with the low pressure inside the balloon versus high pressure from the bladder. Thus, it could not hold it in place in the bladder. In conclusion, this product was used not as per intended use. Complaint could not be confirmed.